Event description:
During an in clinic followup, episodes of loss of capture and high pacing impedance were observed on the right ventricular (rv) lead. Lead damage was suspected, but could not be confirmed to be the cause of the event. The device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
Additional information received indicated at a later date a revision procedure was performed where the rv lead was capped and replaced to resolve the event. The patient was in stable condition.